Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system was powered off. The customer stated that this malfunction caused a delay in dispensing medication to patients and remove medications from additional devices and the in-patient pharmacy. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system was powered off. The customer stated that this malfunction caused a delay in dispensing medication to patients and remove medications from additional devices and the in-patient pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system power was off. The field service engineer logged into the hardware test application and tested all drawers. Fse also removed all cubie pockets to check for any debris that might have caused failures. Fse inspected the six-drawer auxiliary cable and proceeded to replace it. Additionally, also replaced the all-in-one unit and configured the network. After completing these tasks, all hardware was visible and functioning properly. The system functioned as intended after the field service engineer repaired the device.